Event description:
It was reported that customer experienced recurring cartridge alarms on pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump with option to rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump.